Event description:
It was reported that there was no capture, high thresholds, a lead dislodgement, and the doctor stated that there appeared to be fluid within the lead body. The patient further reported that the lead had fluid in it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; the outer tubing overlay was found breached cut and blood/body fluid was found in the outer tubing overlay. Full lead returned and analyzed.